Manufacturer narrative:
The customer reported missing leads on an attempted 12-lead ECG. There was no impact to the involved patient. The customer replaced the trunk cable and lead set, and reported to philips that this resolved the issue.

Event description:
The customer reported missing leads on an attempted 12-lead ECG. There was no impact to the involved pt.